Event description:
It was reported that after the device was implanted, the device exhibited no output as the vf was not terminated during induction testing. The stored episode showed low hv lead impedance. The lead and ICD were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of output anomaly and low hv impedance was verified via data stored in the device. During testing, a message was displayed that there was a possible high voltage lead issue and over current detection. The device functioned normally throughout testing. It is believed that the output anomaly was caused by a damaged lead.